Event description:
It was reported during an embolization procedure, the coil was advanced about 2cm out of the tip of the microcatheter and encountered significant resistance. The physician pulled the pusher and discovered that the coil had unintentionally detached. The physician attempted to push the coil out of the microcatheter into the target site by pushing on the pusher. However, resistance was so heavy that the physician was unable to push the coil out of the microcatheter. The coil was removed from the patient along with the microcatheter. The procedure was continued with a new coil and a new headway microcatheter. Subsequently, the procedure was completed successfully.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned. If the device is received the investigation will be performed and a supplemental report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the implant coils stuck, slightly stretched, and partially advanced through the microcatheter. The pusher was not returned for evaluation. The monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was found to be kinked at 5cm from the distal tip, which may have caused or contributed to the reported complaint.